Manufacturer narrative:
B5: changes made to executive summary to reflect event detail updates. H11: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during procedure. The procedure was completed successfully with no surgical delay. No medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was overheating at the user facility. Attempts are being made to obtain additional information from the user facility.